Manufacturer narrative:
The patient's product was requested for investigation and replacement product was sent to the patient. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Relevant retention test strips (lot 397398) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, hematocrit values between 25-55 % do not significantly affect test results. The patient's hematocrit is unknown. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared to other laboratory methods."

Event description:
The initial reporter stated he received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At around 12:00 p.m., a sample from this patient was tested using the meter, resulting with a value of 2.3 inr. The patient did not prepare his finger with alcohol prior to collecting this sample. A sample collected from the patient at the same time as meter testing was tested in the laboratory using an acl top analyzer with hemosil reagent, resulting with a value of 1.7 inr. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly. The patient is slightly anemic.